Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated even when toggle was not activating. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated even when toggle was not activating. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of blood and charred material was observed on the jaws. Specks of blood were observed on the harvesting tool handle. The heater wire was flexed away from the center of the hot jaw. The wire remained attached the tip and based of the hot jaw. The silicon insulation on the hot jaw was cracked and slightly frayed. The silicon insulation on the cold jaw was observed to be whitish in color indicating burn of device. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device remained activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure mode "device remains activated" and the analyzed failures "bent wire" and "thermal decomposition of device" were confirmed. Specific actions for the reported failure "device remains activated" are being maintained and documented under maquet's corrective and preventive action (CAPA) system.